Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot: 1905258, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot: 1905258 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h.10.

Event description:
It was reported that during use of the bd plastipak¿ concentric luer lock syringe there was leakage noticed behind the stopper. Foreign complaint the following information was provided by the initial reporter, translated from french to english: when preparing a bag of rituximab in urc: the rituximab is taken with a 60 ml ll syringe. When ritumixab is injected into the solvent bag, a fraction (1ml but not evaluable) is passed behind the piston of the syringe used for single use (only one sample taken with the syringe).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ concentric luer lock syringe there was leakage noticed behind the stopper. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: when preparing a bag of rituximab in urc: the rituximab is taken with a 60 ml ll syringe. When ritumixab is injected into the solvent bag, a fraction (>1ml but not evaluable) is passed behind the piston of the syringe used for single use (only one sample taken with the syringe).